Manufacturer narrative:
Hamilton medical ag requested further information regarding the event. Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: patient hooked up in room, they came back and vent was off with no alarms.

Manufacturer narrative:
Hamilton medical ag requested further information regarding the event. Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4 and h11.

Event description:
Hamilton medical ag received the following incident description: patient hooked up in room, they came back and vent was off with no alarms.